Manufacturer narrative:
(B)(4). An opened sample of product was received for analysis. During visual inspection of the detached needle, a short swage could be observed resulting in an incorrect swage. This condition causes the needle to be detached from the suture. The suture was examined along the strand and the end damaged was noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition the assignable cause is an incorrect swage.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and the suture was used for wound closure. During the procedure, the suture separated from the needle during tissue passage. Upon evaluation of the returned sample a short swage was found. There were no adverse patient consequences.